Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 16241016.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device was not returned. Additional information was received that the reason for the explant was the patients abdominal and rib pain.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device was not returned.